Manufacturer narrative:
Combination product: yes.

Event description:
Recordings transmitted to home monitoring show intermittent noise and then completely flat iegm on the lv channel. Clinician reports a known integrity concern that recently required reprogramming. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.